Event description:
It was reported that during a colelap procedure, when the surgeon was about to use the instrument, it did not work. The clips did not go out of the instrument. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary- the analysis results for the device found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.